Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra valve, implanted in the aortic position, underwent valve in valve procedure with a non-ew valve after an implant duration of 2 years and 10 months due to valve calcification. Valve appeared to be functioning fine during first year of implant. However, patient began to undergo ongoing dialysis treatment approximately one year post implant of the valve, which was thought to be the root cause of the valve failure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation and additional response from the site. Patient history and symptoms were provided by the site. The following sections of this report have been updated: corrected b7, corrected h6 health effect - clinical code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time the device remains implanted and was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The sapien 3 ultra valve calcification and subsequent valve in valve procedure was unable to be confirmed. Available information suggests patient factors (ckd on dialysis, diabetes) likely contributed to the event as a patient medical history of diabetes and stage iii chronic kidney disease (ckd) with ongoing dialysis treatment was reported. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.